Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated their cgm value went over 200 mg/dl. No bg meter comparison value was reported. The patient self-treated with insulin. At an unspecified time later, the patient¿s cgm provided an even higher value (no specific value provided), therefore, the patient self-treated with more insulin. Two hours later, the patient was at a restaurant when he had a seizure. A bystander called ems. Once ems arrived, no cgm or bg meter values were reported. Ems removed the patient¿s omnipod insulin pump and treated the patient with IV dextrose. The patient was then transported to the ER. At the ER, the patient¿s bg meter reading spiked to 398 mg/dl. The patient was kept overnight for observation. The patient was ¿fine¿ but still in the hospital at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B6 relevant tests/laboratory data, include - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.